Manufacturer narrative:
Device evaluation/analysis: the reported air entry into the tubing, via the vent, is acknowledged. The mechanism of the entry is indeterminate. A revision to the product to include a tethered cap will prevent such observations. This revision is underway. Unless substantially significant info becomes available, this constitutes a final report.

Event description:
It was reported that halfway through a transfusion of red cells the device stopped pulling blood and was pulling air. The device was removed. No further problem or pt sequelae were reported.